Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing while they were in-office doing a stress test with a cycle. This episode was not available for review as it was a session with a programmer. Troubleshooting was performed and the s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported.